Manufacturer narrative:
Despite multiple requests, no additional information was available from the local representative.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received additional information from the local representative who reported that the root cause of the patient's infection was unspecified but was not implant system related. The cause of death was attributed to sepsis. Prior to the patient's death, there was no report of an explant procedure and no replacement system had been implanted.

Manufacturer narrative:
The investigation of this event is on-going as a request has been made to the local representative for additional information.

Event description:
Boston scientific received information that this patient died on (B)(6) 2016

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient with this device has an infection and was scheduled for change out. Attempts to gather additional information but were unsuccessful. There were no additional adverse patient effects reported. All available information indicates that the product remains implanted.